Event description:
Follow up call to customer pertaining to updated pt condition revealed that this pt has died since this event. The physician stated that the death was not related to the lipid infusion, this pt had "primary pulmonary hypertension."

Manufacturer narrative:
Evaluation of this pump by baxter found that the pump functioned normally, and passed all tests performed. This reported difficulty was not confirmed. Engineering reported that the most likely cause of siphoning is the incorrect capture of the syringe plunger into the pumps plunger drive mechanism as placed into the pump by the user.